Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a power source alert occurred and the pump battery could not be charged. Customer¿s blood glucose level was within range (value not provided).the customer reverted to an alternate method of insulin therapy.